Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported the check valve was missing on their primary IV tubing set which resulted in the incorrect infusion rate and duration of chemotherapy. There was no patient harm reported as a result of this event.